Event description:
It was reported that the patient fell one year ago on concrete steps "right on the stimulator" and it never worked again. It put a "dent" in the stimulator. The device was most likely overdischarged (unable to be confirmed as the device couldn't communicate) and the patient was never able to charge the device again. There was no stimulation sensation. The patient was scheduled for device replacement. The company representative met the patient pre-operatively and attempted to charge and trickle charge the device with no success. An 8840 was also used with no success. When the existing device was removed, the lead was tested using a multi lead trialing cable. Impedances were in the 700-900 ohm range on all contacts. A new stimulator was replaced and connected to the existing lead with impedances again in the 700-900 ohm range. There were no injuries noted. The patient was recovering with no sequela and planned to have post procedure re-programming.

Manufacturer narrative:
Lead: model 39565-65, serial: (B)(4), implanted: (B)(6) 2010, explanted: na. Programmer: 3037, serial (B)(4). Recharger: model 37752, serial: (B)(4). (B)(4). Final device analysis for neurostimulator (B)(4) revealed no significant anomalies. The battery had reduced capacity due to being in an overdischarged state.